Event description:
Medtronic received a report of a minor cuff leak on an endotracheal tube. The tube passed the pre-test. The customer reported that the tube was replaced with another tube.

Manufacturer narrative:
The model and catalog numbers. The customer was not able to provide the model or catalog number. The customer did not retain the model number which determines the date of manufacture and the 510k. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The sample was received for analysis and the reported issue was confirmed. A inflation/deflation test was performed and the cuff deflated immediately. A visual inspection was performed and it was observed the cuff presents two small cuts. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.